Event description:
It was reported that the patient presented to clinic after receiving a vibratory alert from his implantable cardioverter defibrillator for an atrial lead impedance of less than 100 ohms. In clinic, impedance was normal at 450 ohms. Stored electrograms showed atrial noise, and oversensing could be produced with isometrics and pocket manipulation. The lead would be evaluated again in three months.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.